Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard posterior stabilized interlok femoral component right 72.5mm, catalog #: 183113, lot #: 038480; biomet series a standard patella 37mm catalog #: 184768, lot #: 008140; unknown vanguard tibial bearing, catalog #: ni, lot #: ni. It is unknown at this time whether any explanted devices will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address loosening of the tibial plate approximately five (5) years post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient was revised due to pain, swelling and loosening of the tibial plate approximately 5 years post surgery.